Manufacturer narrative:
Alleged failure: cannula broke. Probable root cause: "design: materials selection, manufacturing controls: qc. Manufacturing task instructions". The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence the device manufacturer date is not known. (B)(4).

Event description:
It was reported that during the procedure top of the product broke. The procedure delay was more than 30 minutes. There was no medical intervention. There was no adverse consequences with patient or user. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that during the procedure top of the product broke. The procedure delay was more than 30 minutes. There was no medical intervention. There was no adverse consequences with patient or user. The procedure was completed successfully.